Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination of the cable. Further inspection found no abnormally sharp or damaged components.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: a general report was received that during da vinci-assisted surgical procedures, they have experienced broken fenestrated bipolar forceps instruments at several associated hospitals. Specific event and device information was not provided. It was stated that each patient had intraoperative x-ray imaging performed in case a retained part of the wire dropped off in the patient¿s cavity, which the customer felt was becoming a patient safety concern.